Manufacturer narrative:
Result: the penumbra coil 400 was detached from the pusher assembly. The coil and distal detachment tip (ddt) were inside the coil introducer sheath. The ddt was fractured from the distal tip of the pusher assembly. Conclusion: the complaint has been evaluated. The complaint indicates that the penumbra coil 400 was withdrawn to be repositioned; however, when attempting to advance the coil, some difficulty was experienced. On the second attempt to reposition and advance the penumbra coil, the same difficultly was met. The coil was removed and while being placed in the packaging hoop, it was accidently detached. Evaluation of the returned product revealed that the coil outer diameter was within specification. There were no noted issues associated with the coil however, functional examination could not be conducted as the coil was detached from the pusher assembly and the ddt of the pusher assembly was broken during repackaging the device for return. The cause of the resistance felt by the physician during the procedure could not be determined from the description of the complaint or evaluation of the device. The microcatheter used during the procedure continued to function properly after the coil was removed therefore, it does not appear that the microcatheter was related to the reported event. Penumbra coil 400 devices are 100% functionally tested during in-process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra coil 400. During the procedure, the physician met resistance while advancing a penumbra coil 400 through a px slim delivery microcatheter. The px slim delivery microcatheter was repositioned, yet the physician was still unable to advance the penumbra coil 400. The penumbra coil 400 was removed and the procedure successfully continued using another penumbra coil 400. There was no report of an adverse effect on the patient.